Event description:
As reported, the 5f mynx control vascular closure device (vcd) unit was prepared and used in accordance with IFU instructions, but the operator opened the product, but the sealant was exposed. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). When the product was opened, the sealant was exposed outside. The mynx vcd was prepped according to IFU instructions. No difficulty was noted during prep. The device storage temperature did not exceed 25 °c. The device was purged of air during prep. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Event description:
As reported, the 5f mynx control vascular closure device (vcd) unit was prepared and used in accordance with IFU instructions, but the operator opened the product, but the sealant was exposed. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). When the product was opened, the sealant was exposed outside. The mynx vcd was prepped according to IFU instructions. No difficulty was noted during prep. The device storage temperature did not exceed 25 °c. The device was purged of air during prep. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 5f mynx control vascular closure device (vcd) unit was prepared and used in accordance with the instructions for use (IFU), but the operator opened the product and the sealant was exposed. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was stored according to the IFU. When the product was opened, the sealant was exposed outside. The mynx vcd was prepped according to the IFU with no difficulty noted. The device storage temperature did not exceed 25 °c. The device was purged of air during prep. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was partially depressed while button 2 remained in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was returned detached from the unit. The sealant was deployed but remained mounted on the delivery shaft. The sealant sleeves showed no visible abnormalities. The catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or irregularity. No additional anomalies were noted during the visual analysis. A dimensional analysis was performed to verify the catheter working length. The measured length was within the defined specification. This measurement was taken using a calibrated ruler. A simulated deployment test was conducted to assess functionality of the device. The unit performed as expected, successfully deploying the sealant and retracting the balloon following the sequential depression of button 1 and button 2. After functional testing, internal photos were taken to assess the component assembly. The device was then reset to its manufactured condition to evaluate the internal mechanism, with particular attention to the tension indicator line, which had appeared non-functional upon receipt. Upon resetting, the tension indicator line moved freely as intended. Additional photos were taken during this process, and no issues were identified with the internal component assembly. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device as button 1 was partially depressed as received. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since the device was received with button 1 partially depressed, resulting in the initiation of the sealant¿s deployment. However, it is unknown if button 1 was partially depressed when the user experienced the premature exposure of the sealant, or if this condition occurred due to manipulations after the procedure. If the button was not depressed, prepping/handling factors possibly contributed to the exposure of the sealant reported. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. Additionally, as there were no anomalies noted during the simulated deployment test or the internal mechanism of the device, it is unlikely that the user received the device with button 1 partially depressed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) unit was prepared and used in accordance with IFU instructions, but the operator opened the product, but the sealant was exposed. Therefore, the product wasn¿t available. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). When the product was opened, the sealant was exposed outside. The mynx vcd was prepped according to IFU instructions. No difficulty was noted during prep. The device storage temperature did not exceed 25 °c. The device was purged of air during prep. The device will be returned for evaluation.